Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider. The brain abscess was removed because it was in the frontal lobe along the lead in the brain. It was determined to be a dbs-related brain abscess.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider. For the displaced lead, product replacement was not performed; instead, repositioning to the appropriate location was carried out. Repositioning of the displaced lead was made difficult due to the wiring situation with the lead implanted on the contralateral side. As a countermeasure, the contralateral lead was removed, replaced with a new lead, and implanted in the same position.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 3389 lot# unknown, product type lead product ID 3387 lot# unknown, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿deep brain stimulation withdrawal without relapse in chorea-acanthocytosis: two case reports.¿ the following medtronic devices were used: 7426 soletra implantable pulse generators (ipgs), 3387 leads, and 3389 lead. Reported events: case 1: at five years post-implant, a patient experienced worsening dystonia, with forward neck andtrunk bending, leading to reduced food intake. Magnetic resonance imaging (MRI) showed left electrode migration. This was corrected by revision surgery, which also improved the patient¿s dystonia. However, hypokinesia, dysarthria, and frontal lobe dysfunction progressed. At ten years post-implant, the patient had a fall-related head injury causing speech decline, prompting hospital admission. A brain abscess was detected by MRI, resulting in abrupt deep brain stimulation (dbs) system removal.

Event description:
Literature was reviewed regarding ¿deep brain stimulation withdrawal without relapse in chorea-acanthocytosis: two case reports.¿  multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: 7426 soletra implantable pulse generators (ipgs) and 3387 leads. Among the patient in this study, adverse events / device product performance issues included: at five years post-implant, the patient experienced worsening dystonia, with forward neck and trunk bending, leading to reduced food intake. An MRI was performed, which showed electrode migration. This was corrected by revision surgery, which also improved the patient¿s dystonia. However, hypokinesia, dysarthria, and frontal lobe dysfunction progressed. At ten years post-implant, a brain abscess was detected by MRI, resulting in abrupt deep brain stimulation (dbs) system removal. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3387 (lot: unknown); product type: 0200-lead. Ikezawa, j., isoo, a., yokochi, f., okiyama, r., kamiyama, t., yugeta, a., agari, t., kumada, s., & takahashi, k. (2025). Deep brain stimulation withdrawal without relapse in chorea-acanthocytosis: two case reports. Movement disorders clinical practice. Http s://doi.org/10.1002/mdc3.70038. B.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
See h6 for updated coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.